Event description:
It was reported the subject device had its light guide cable pushed out, during a therapeutic laparoscopic general surgery. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: bad scope socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad scope socket. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.